Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the plastic prestige container (tray) was damaged. The event did not result in delay of surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device; thus referenced codes. It appears the damage occurred due to mishandling or storage of the pack. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending, and f/u. (B)(4).